Event description:
It was reported that there was a myocardial perforation at the time of implantation and it was confirmed by echocardiography. Drainage was performed and the lead was not implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.